Event description:
It was reported that the patient was scheduled for surgery to evaluate protrusion of the vns generator. The surgeon explanted the generator and left the lead. A review of device history records showed that the generator passed quality control inspection and was sterilized prior to distribution. Product evaluation is not necessary as the event is not related to vns therapy. No additional relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿protrusion¿ is not available. H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
H6, adverse event problem codes, corrected data: supplemental report #1 inadvertently submitted with the incorrect health effect clinical code. H6, adverse event problem codes, corrected data: supplemental report #1 inadvertently submitted without investigation conclusion codes.

Event description:
It was further reported that, per the physician, the patient's adverse event was not protrusion, but rather infection and wound dehiscence. Per the physician, the cause of these events was patient physiology and foreign body response. The patient first presented with this on (B)(6) 2025. Per the physician, it is unlikely that non-resorbable sutures were used in the previous vns surgery. There are possibly plans to re-implant the patient, although no date has been set.